Manufacturer narrative:
It was determined that the cause of the reported issue was due to the power pcb assembly or system pcb assembly, however the device could not be repaired. The exact root cause is unable to be determined. The device was returned unrepaired to the customer and the customer was informed not to use the device.

Event description:
The third party service agent contacted stryker to report that their customer device would not complete its boot up cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted stryker to report that their customer device would not complete its boot up cycle. There was no patient use associated with the reported event.